Event description:
Alleged deflation.

Manufacturer narrative:
Capsule contracture reported as the reason for explantation. Updates/corrections made to sections: b5, d6b, g3, g6, h2, h3, h6, h10

Event description:
Capsule contracture